Manufacturer narrative:
Supplemental information including primary op notes were reviewed. The primary surgical notes indicate that the patient underwent total knee arthroplasty to treat severe degenerative joint disease of the left knee. Range of motion and stability were checked with the trial components. After ligament releases, flexion and extension were acceptable, gaps well-balanced, and the patella tracking was excellent. The final components were implanted using a cementless technique. Upon final check, the range of motion and stability were found to be excellent throughout with well-balanced gaps and acceptable tracking of the patella. Per the package insert of the tibial component, pain and loosening of the prosthetic knee components are known adverse effects of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause for the patient's pain cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain.